Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and considered discordant when compared to repeat testing. The customer performed repeat testing on an advia centaur classic instrument and the result was negative. The discordant result was not reported by the customer. There was no known report of adverse health consequences due to the discordant troponin ultra cp result.

Manufacturer narrative:
The cause for the initially discordant positive result when compared to the negative repeat test result on another advia centaur instrument is unknown. A siemens field service engineer (fse) and technical application specialist (tas) was sent to the customer site for system investigation. The tas investigated sample handling and preparation and the fse replaced the incubation ring pcb due to an incubator ring error message and membrane pump. The customer has discontinued using a reduced sample preparation spin time and has removed the centrifuge. No conclusion can be drawn.